Event description:
Clinical narrative: a 72-year-old male with cardiomyopathy in scai shock stage e underwent impella 5.5 support via right axillary/subclavian surgical access. The device remained in place until explant at which time the patient was transitioned to a durable lvad. During the lvad implantation procedure, the impella pump was explanted and a clot was observed in the outflow cage around the impeller, with biomaterial noted on the device. Around the time of explant, the patient was noted to have neurologic changes including facial droop and aphasia, and CT imaging confirmed an embolic cerebrovascular accident. There was no allegation of device malfunction, and the device was not removed due to a failure mode. The etiology of the stroke and its relationship to the observed thrombus or device remain undetermined; the patient survived the procedure and was successfully supported on a durable lvad. Thrombosis is a known risk associated with impella use and as described in the instructions for use and may be influenced by patient specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.